Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 290mg/dl,249mg/dl,199mg/dl. Tests were done within 10 mins with a difference of 22%. Pt did not experience any adverse events. No further info has been reported.